Manufacturer narrative:
(B)(4). The lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens had a scratch baked into it. No patient contact reported. Additional information was received and it was learned that the lens was found scratched upon opening the lens case. They tried spraying balanced salt solution (bss) on it, thinking it was just debris, but it did not come off. Therefore, the lens was put aside and another one was used. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site in its original folding carton. Visual inspection at 10x microscope magnification showed loose particles/fibers in the optic body compatibles with handling the lens out of the sterile environment. The lens optic zone was observed clear. No scratches defects were observed. No manufacturing defects in the lens optics or haptics were detected. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.